Event description:
Pt had a stent implanted in 2002 and was placed on plavix. A cypher stent was implanted in 2003 and three days later pt developed aches, rash, arthralgia and for a week pt did not call the doctor. Pt was brought to the e.r. With painful and swollen joints, hypersensitivity rash and fever. Pt was placed on high dose steroids first intravenously then oral prednisone. Pt did well and after a week there was resolution. Pt ran out of steroids and came back after 1 1/2 days. Pt was seen for follow-up. Pt was itching and with joint aches, pt was put back on prednisone 20mg. Feels better.